Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
In the IFU calibration test, the system loses pressure in the reservoir test and the cuff test is passed. Spontaneous deflation was reported while calibrating. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified repairs unrelated to the reported event. The previous repair record had the same reported issue of the unit failing the reservoir leak test, however the event was not able to be recreated. Three foot pads and a knob was replaced and the device was confirmed to be conforming and functional following repair. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.